Manufacturer narrative:
Physio-control evaluated the reported issue and verified the device would not power on. Physio replaced the device main keypad assembly and then the device passed functional and performance inspection and was returned to the customer.

Event description:
Physio-control received a report that "device will not power on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed keypad and determined that the cause of the reported issue was due to contamination inside the power switch of the keypad.

Event description:
Physio-control received a report that "device will not power on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated with this event.